Manufacturer narrative:
. D4: expiration date unk . H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced zero vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).